Event description:
Motor leaked oil into surgical site during lumbar laminectomy. At start of bone dissection, oil leaked from the system and contacted the surgeon's gloves, surgical site, and other sterile field areas. Motor has been used approx 10 times since the date of purchase. Additional antibiotics were prescribed as a result.